Event description:
It was reported that the caller experienced a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the caller with instructions for a complete pump reset, and after performing the reset, the cgm error code did not reappear. The caller successfully started their sensor session.